Event description:
A representative from home patient services called in inquiring how to download a pump and mentioned a patient had been hospitalized for high bgs. Contact was instructed to have the patient or nurse call back for troubleshooting.